Event description:
It was reported that initially it was not possible to get telemetry response from the device, and it appeared to have migrated to a mid-left chest area. Once the device was located, the rep was able to interrogate. The device was explanted and was not replaced due to physician judgement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.